Event description:
Rn reports home pt (hp) with leak noted at connection of transfer set and titanium adapter. Transfer set 4-5 weeks old. Hp reported incident to rn and the transfer set was changed by the rn with no pt injury or medical intervention reported.